Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer''s reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Explant was scheduled for (B)(6) 2018 however not yet confirmed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that doctor would like to have the chart reviewed. Patient was 20/20 right eye with model zlb00 in the right eye. Patient¿s left eye that was implanted with model zxr00 had 20/400 with -1.75 refractions. Doctor requested the reason for why there would be such a variance between eyes. Reportedly explant was scheduled for (B)(6) 2018 however in spite of multiple attempts there is no confirmation about the explant. No further information provided.